Manufacturer narrative:
Based on the claim against the product by the customer noting erbe fault, an investigation is in progress to determine the cause of this reported event. Isi field service engineer (fse)/ field engineer (fe) was dispatched to the to customer site to further investigate the reported event. Fse replaced the erbe generator due to errors per procedure and completed system verification without any issues. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, analysis is not yet completed. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer swapped the vision cart after the start of the procedure due to frequent errors on erbe generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during da vinci assisted cholecystectomy surgical procedure, repeated error on erbe generator was noted when using monopolar. System logs confirmed repeated occurrences of c-01 errors. Customer had replace the monopolar instrument, replaced the instrument cord and power cycled the generator. Tse recommended swapping the vision cart from the other da vinci. In error logs, erbe energy activation was halted by an instrument or instrument cable connected to the upper monopolar port on the erbe while using the coag function. Customer successfully completed vision cart swap and verified that the monopolar cautery worked properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigation could not reproduce the reported failure (c-01 error). The error was confirmed through review of the error logs. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation. The probable root cause of erbe integrated electrosurgical unit (iesu) fault could not be determined based on the information provided and failure analysis results. No product issue was identified. The iesu was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the case, after the ports were placed. The system functionality was checked upon powering on the system, and everything appeared to be good. The system initially powered on without errors. Troubleshooting was performed, and it was completed up to the point of concluding that the erbe generator would have to be sent in for further troubleshooting. The customer swapped out the vision cart with a 2nd vision cart from another system that was not being used. The procedure was completed robotically with the same system and a different vision cart for the generator.

Event description:
Refer to h10/h11 for follow-up information.